Event description:
It was reported during post day interrogation, the right atrial (ra) lead was dislodged that was confirmed by the x-ray. During the repositioning, it was noted that the helix was failed to retract. The ra lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the helix was stretched consistent with procedural damage. Unable to perform helix mechanism/extension length test due to the damaged helix, as received. The cause of the reported event of helix mechanism issue was isolated to the helix being damaged and clogged with blood/tissue.